Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The device had moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests weren't performed due to blank display. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, she had dropped the device in the toilet. Customer's blood glucose was over 500 mg/dl. Customer stated the display went blank immediately after the device was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.